Event description:
Customer contacted saalt on (B)(6 )2022 to explain that they claimed they were having trouble removing their cup. Saalt followed up with removal tips and the customer responded on (B)(6) 2022 noting they chose to seek medical care for removal of their cup. Saalt followed up asking for details about their cup including the lot number and where they purchased their cup. Saalt also requested their address, date of birth, phone number, and more information about the incident. Customer responded on (B)(6) 2022 and shared the information saalt requested including the type of cup they were using, their address, and the removal methods they used to attempt to take the cup out. The customer sought medical care on (B)(6) 2022. This was the customer's first time using their cup. They said their cup was inserted for a total of 2 hours before that had it removed by a medical professional. They also contacted saalt for additional tips. They did not provide a photo of the cup or the cup lot number. Saalt offered a replacement cup, disc, or underwear or a refund. No customer response. Saalt documented the information in the case file and closed the case. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.